Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has rec'd add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info rec'd. Based on the review of medical records, pt underwent recurrent incarcerated incisional ventral hernia repair on (B)(6) 2004 with composix kugel mesh. On (B)(6) 2006, the pt underwent add'l recurrent hernia repair where a previously placed non-bard mesh was explanted. Surgeon noted, loops of bowel were encased in the hernia sac and there was an abscess present adjoining loop of small bowel with no perforation or leak. On (B)(6) 2006, the pt underwent a recurrent incisional hernia repair where previously placed composix kugel mesh was explanted along with two other non-bard meshes. Based on the info rec'd, there is no indication of a device failure, although it should be noted that the pt has had multiple hernia recurrences prior to implantation of composix kugel mesh and recurrence is a known adverse event that is listed in the IFU. See MDR 1213643-2011-00160 for info related to the composix kugel mesh implanted on (B)(6) 2006.

Event description:
Based on the review of medical records provided by pt's attorney: on (B)(6) 2004, pt underwent repair of recurrent incarcerated incisional hernia with bard composix kugel hernia patch. On (B)(6) 2006, pt underwent exploratory laparotomy, repair of recurrent incisional hernia of the abdominal wall and drainage. During this surgery, the previously placed marlex mesh was also incised. Post op diagnosis for this surgery was incarcerated incisional hernia of the abdomen with abscess of the abdominal wall. The surgeon notes in the operative report there was no perforation or leak of the small bowel present. On (B)(6) 2006, pt underwent recurrent incisional herniorrhgraphy with bard composix kugel oval mesh. During the surgery, it was noted that three meshes were separated from the bowel and removed. On (B)(6) 2007, pt underwent recurrent incisional hernia of the abdomen with implantation of a non-bard mesh overlying the previously placed composix kugel mesh. On (B)(6) 2008, pt underwent aspiration of seroma of the abdomen wall. On (B)(6) 2009, pt underwent debridement of wound of abdominal wall. On (B)(6) 2010, pt underwent recurrent hernia repair with two non-bard meshes.